Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of clearlink system secondary medication set was cracked below the drip chamber which resulted in a leak. The leak was observed immediately after connecting the medication to the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device evaluation was completed. Visual inspection was performed using the naked eye which observed that the tubing was dislodged from the chamber. The reported condition was verified. The cause of the condition was due to the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.